Manufacturer narrative:
Results: - evaluation of the returned product confirmed when the sensor cable is inserted into the sensor receptacle and the nurse call test fixture is set to sensor pad mode, unit does not sound. Unit does not send a signal to activate the red led at the nurse call test fixture when set to sensor pad mode. Further invasive tests revealed that two pins inside of the sensor receptacle are crossed. At no point during the investigation did the unit lose power. (B)(4).

Event description:
Customer reported the alarm has power, but does not sound when the sensor is detached from the alarm. However, when the rj-11 clip is inserted the alarm immediately shuts off without weight on the sensor. The issue was discovered during set up. No patient incident or injury was reported.